Event description:
It was reported by the customer that they are having problems with clogging. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer did not provide a lot number allowing for identification of the manufacturer.